Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer confirmed pump was within operating altitude range, followed instructions to remove obstruction from speaker holes, gently clean them, and remove and reconnect cartridge, then waited for insulin delivery to resume. Pump resumed normal operation without alarm recurrence, and technical support provided guidance to help prevent future altitude alarms, which caller acknowledged.